Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that a primary line with intravenous immunoglobulin (ivig) was clamped 3/4 of the way continued to infuse at a rate of 100ml/hr and the device did not alarm as expected. Although requested, no additional information was provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿failure to alarm¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of this failure was not identified as no product was returned. The reported issue that a primary line with intravenous immunoglobulin (ivig) was clamped 3/4 of the way continued to infuse at a rate of 100ml/hr and the device did not alarm as expected could not be confirmed; no product was returned for investigation. The attached event log report from pcu sn (B)(6) was reviewed and had no recorded event where the rate of the infusion was set at 100ml/h as reported. No conclusion could be reached from the event log and no additional information was made available. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a primary line with intravenous immunoglobulin (ivig) was clamped 3/4 of the way continued to infuse at a rate of 100ml/hr and the device did not alarm as expected. Although requested, no additional information was provided.